Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The customer was hospitalized for 6 weeks prior to passing and the customer was removed from pump therapy at the time of admission. The customer was subsequently released from the hospital, resumed pump therapy, and suddenly passed away due to consequences of systolic congestive heart failure due to hypoglycemia and chronic renal disease. The caller stated that the customer had cardiac arrest, heart failure, and hypoglycemia that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. The customer had lows and highs of 20 to 600 mg/dl when they were off the pump. The caller declined to return the insulin pump for analysis.